Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that the versajet ii console won't turn. No case involved, therefore no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found no issues. The functional evaluation found locking malfunction was confirmed. U.I. It appears that the pump cartridge vibrated out of u.I. Assembly but left u.I. Chamber in locked position, establishing a relationship between the device and the reported event. The root cause was identified as corrosion/debris on the interlock . A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.